Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that aspiration was impaired due the handpiece occluding during a cataract with intraocular lens implant surgery. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
System the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The customer confirmed the issue was with the handpiece and not the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to an associated handpiece. Therefore, the system was determined to not have contributed to the reported event. Handpiece no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on september 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).